Event description:
Removal of endosseous dental implants. According to the clinician 2 implants were placed in sites 29 and 31 in class IV bone during a complex procedure entailing bone augmentation with freeze-dried bone in conjunction with resorbable membrane. The clinician reports that bone resorption occurred around the implants and the implants were removed approx 7 months post-operatively.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.